Event description:
N/a

Manufacturer narrative:
Trackwise # (B)(4). The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch. H3 other text : device not returned.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply s/n (B)(6) was not working properly. It was interment in its delivery of power/energy. Changed out power supply to complete case. No delays reported. No injuries reported.

Manufacturer narrative:
Trackwise#: (B)(4). Corrected sections: d9--corrected from "no" to "yes" as device was returned h3--corrected from "no" to "yes" as device was returned. While the device was returned for evaluation on 11/16/2023. The device was not brought up to the lab until 02/19/2024. An investigation was conducted on 02/19/2024. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects were observed on the power supply. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter and the returned power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four (4) repetitions using "max life test method stm2048073 rev aa. The reference device successfully transected tissue four (4) times. Based on the returned condition of the device, the reported failure "intermittent continuity" was not confirmed. The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.